Event description:
Symptoms of congestive heart failure believed to be related to heartmate ii pump thrombosis. Patient's heartmate ii was surgically replaced. Thoratec heartmate ii lvad implanted on (B)(6) 2015 and explanted on (B)(6) 2016. Dates of use: (B)(6) 2015 - (B)(6) 2016. Reason for use: ventricular assistance.